Event description:
It was reported that the infusion set was deployed incorrectly because the needle guard was not removed, resulting in multiple failed applications and wasted sets, and that connectors and cartridge kits were subsequently needed; no device alerts or alarms were reported. Symptoms included no adverse clinical effects. Outcomes included replacement supplies being shipped as a goodwill order.

Manufacturer narrative:
Investigation included a review of user technique based on support calls and clinical educator assessment. Investigation of this case revealed user error related to improper insertion technique and incorrect handling of the infusion set and connector. It was concluded that the event was attributable to user technique, not a device malfunction, and that supply replacement addressed the issue.